Event description:
It was reported that 2 texium closed male luer with female cap devices leaked during use. The following information was provided by the initial reporter: "today one of our nurses had 2 leaking texium closed male luer. The batch number is 10012241, expiry 25.5.23. We don¿t have the faulty connectors as they have been used for chemotherapy."

Manufacturer narrative:
H6 investigation: a 10012241 sample was not available for investigation of this feedback; however the customer indicates that a leakage of chemotherapy was identified. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. The customer¿s experience was not confirmed in this instance as the defective sample was not available however a review of the database indicates that there have been a small amount of similar reports for leakage with the texium product in the past 12 months. H3 other text: see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 texium closed male luer with female cap devices leaked during use. The following information was provided by the initial reporter: "today one of our nurses had 2 leaking texium closed male luer. The batch number is 10012241, expiry 25.5.23. We don¿t have the faulty connectors as they have been used for chemotherapy."